Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the first device tore the anastomosis when removing from the patient¿s rectum. Where there any issues firing the device? If yes, please describe. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was the device difficult to remove? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?

Event description:
It was reported that during a colectomy procedure, the device tore the anastomosis after firing the device and removing it from the patient's rectum. There were no adverse consequences for the patient.